Event description:
Overdelivery reported. A pt had orders to receive cardizem at 1845 on 2/5/99. The pump was set deliver cardizem 125mg in 100cc of d5w to run at 10cc/hr. At some unspecified time later in the night, the pump was reported to have overdelivered an unspecified amount of the cardizem which reportedly infused in "less than 3 hrs." It was unspecified whether there were any symptoms resulting from the overdelivery. Subsequent to the discovery of the overdelivery, the pt was transferred to the medical intensive care unit. On 2/6/ at 0636, a code was called for asystole, with eventual unspecified quality of recovery of the pt. The pt expired on 2/7 at 1115. Customer states that they question whether the pt actually rec'd the amount reported and that the pt had a history of many problems including heart problems. The customer also states that it is unspecified whether the pt's prior medical problems or the overdelivery contributed to the pt's death. No further info was available.